Manufacturer narrative:
The customer¿s report of male luer spin collar cracking was confirmed. Visual inspection of the set noted that the male luer collar was cracked. Closer inspection under a microscope observed no stress marks or tool marks. Functional testing was not performed due to the set¿s broken male luer collar. The root cause of the male luer crack was not determined.

Event description:
The customer reported that the male luer spin collar cracked while in use on an adult patient. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob was requested but not provided ,however the customer states that the patient was an adult patient.

Event description:
The customer reported that the male luer spin collar cracked while in use on an adult patient. There was no report of patient harm.